Event description:
Caller reported a malfunction on the pump, displaying a malfunction code of malf 0 and fault ID 0x277d. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to reset the pump due to pump button difficulties, and there was no information on additional corrective measures taken.